Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil proximal contact, the coil delivery wire, were kinked likely due to handling damages limiting the performance of the coil during the clinical procedure. The main coil was also found to be stretched, kinked, and detached due to a physical break at the detachment zone. The main coil suture was damaged due to a physical break at the distal tip ball. Based on the information available and analysis of the device, it is probable that the coil was damaged during advancement causing the as reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the investigation results, the main coil was found to be detached prematurely inside the patient. There was no clinical impact to the patient.